Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two weeks later post filter deployment, a computed tomography of abdomen and pelvis was performed for abdominal pain and the study showed an inferior vena cava filter in place. An x-ray of abdomen was performed on the same day for pain and the study showed that an inferior vena cava filter was present. After five years and ten months, a computed tomography of abdomen and pelvis was performed for right upper quadrant pain and the study showed an inferior vena cava filter was present. After one year and five months, a computed tomography of abdomen and pelvis was performed for pain and the study showed that an inferior vena cava filter was in place below the level of the renal veins. After four months, an x-ray of lumbar spine was performed for lumbago and the study showed an inferior vena cava filter appeared to be in good position. After seven months, an x-ray of abdomen was performed for pain and the study showed an inferior vena cava filter was in place at the level of l3. After two years and one month, a computed tomography of abdomen and pelvis was performed for left flank pain and the study showed an inferior vena cava filter was present. After nine months, a computed tomography of abdomen and pelvis was performed for abdominal pain and the study showed an inferior vena cava filter was in place. After two years and ten months, a computed tomography of abdomen and pelvis was performed for severe right flank pain and the study showed an inferior vena cava filter was in present. After two months, the patient visited and complained of chest pain and abdominal pain. The pain was sharp and radiated in right chest. An x-ray of chest was performed for chest pain and the study showed that there were two or three thin linear radiopaque foreign bodies projected over the right lower chest, also present on prior radiographs. After five days, during the hospital course, it was mentioned that a chest x-ray on admission revealed linear opacities in the right lung base likely from the inferior vena cava filter fragment. Interventional radiology was recommended for follow up for removal of the fragmented inferior vena cava filter. After two weeks, through the right internal jugular vein approach, the inferior vena cava filter was removed. The clinical history confirmed fractured, tilted inferior vena cava filter placed twelve years ago for trauma and was no longer needed, also, fracture fragment seen in the lung. During the procedure the right internal jugular vein was accessed, and a 16-french 40 cm sheath was placed. Then a regular guidewire was used to create an inflator snare around the fractured filter and an inflator snare were well formed. Then over the double-sided wire a 14-french laser sheath was advanced, and the filter was collapsed using a 16 and a 14-french sheath and was removed without difficulty. Post removal study showed successful retrieval of the filter. Therefore, the investigation is confirmed for the alleged filter tilt and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that that the filter limbs detached. The device was removed percutaneously. It was further reported that the detached strut retained in lung. The current status of the patient is unknown.